Manufacturer narrative:
(B)(4) - no known impact or consequences to patient. (B)(4) - material twisted. The customer has indicated that the subject device will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. If any additional information or the actual complaint sample is returned a follow-up medwatch will be submitted. Device discarded not returned for evaluation. Conclusion: the event is not confirmed; no product returned for evaluation. The analysis is complete as of today (B)(4) 2013.

Event description:
The reported event indicates: during the advancement of the catheter, from a right radial artery access, the catheter became kinked. Numerous attempts were made to un-kink the catheter without success. The patient required surgical intervention a cut down procedure to remove the catheter. The patient is reported to be fine. (B)(4).

Manufacturer narrative:
The actual complaint sample was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. If in the future any additional information or the complaint sample is returned an additional medwatch will be submitted for this event. The event has not been confirmed. No product was returned for evaluation. The analysis is complete as of today (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.